Manufacturer narrative:
Concomitant medical products: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4) ubd: 25-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the patient does not receive stimulation in the areas he needs it: lower legs and feet. The patient wasn't receiving relief. The rep indicated that the implanted location of the lead was a contributing factor. Multiple reprogramming attempts had been done. The healthcare provider (hcp) was going to discuss the option of lead revision with the patient but it might not be possible due to the patient's age and heart health.